Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery to support the 73 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage c at pump insertion. The underlying medical history was not shared. On the day after insertion there were alarms observed of pump in aorta, and so the team repositioned the pump. The pump was noted to be in contact with the mitral apparatus in a small left ventricle. After the pump repositioning there was hemolysis observed. The labs of alanine aminotransferase (alt) and lactate dehydrogenase (ldh) had both risen. No noted intervention was performed for the hemolysis, such as blood product infusion or dialysis. On day 3 of the support the team made decision to explant the cp and escalated to the impella 5.5 pump. The patient remains on the 5.5 pump to date. The impella cp device was exchanged for impella 5.5 without any observed impact on the patient¿s hemodynamic status. When on support the cp device functioned as expected, p-7 with 3.1l/min flow with d5w with sodium bicarbonate in the purge solution.

Manufacturer narrative:
5. Additional event description added.

Event description:
Additional information was received that reported "so, I need help with this process. The pump had a impella position in aorta alarm. They repositioned the pump, had some hemolysis, that was resolved 8 to 10 hours later. There was no other manipulations done to the pump, but due to the hemolysis after repositioning that is why the ci was made. Yes, I still have the pump, but no other interventions were used to alleviate the hemolysis."

Manufacturer narrative:
Updated information: d3 MFR fax number added. D9 device return date added. G1 MFR site name, danvers, added.